Event description:
It was reported during use on a patient, the cardiosave intra-aortic balloon pump (iabp) electrocardiogram (ECG) trigger did not work, and there was no lead. The patient was later transported to university of minnesota hospital and expired on an unknown date. In addition, it has been reported that a maquet 50cc balloon was used. The customer has not indicated if the patient's death is attributed to the iabp. A separate report has been submitted for the intra-aortic balloon (iab) under manufacture number 2248146-2020-00179.

Event description:
It was reported during use on a patient, the cardiosave intra-aortic balloon pump (iabp) electrocardiogram (ECG) trigger did not work, and there was no lead. The patient was later transported to university of minnesota hospital and expired on an unknown date. In addition, it has been reported that a maquet 50cc balloon was used. The customer has not indicated if the patient's death is attributed to the iabp. A separate report will be submitted for the intra-aortic balloon (iab) involved.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. If additional information is reported, we will submit a supplement report.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The getinge-trained biomedical engineer at the hospital identified the ECG lead set/trunk cable as the problem source. The stm replaced the cable set and confirmed the issue was resolved. The stm completed preventive maintenance (pm), all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ECG trigger did not work, there was no lead. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.